Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "ec 103" was not found in the event history log (ehl); however, there were system error 105's near the end of the log which is likely what the customer was referring to. Evaluation confirmed the symptom "ec 105" through the ehl but could not reproduce the reported symptom. During evaluation, severed motor mount screws were identified and determined to be the cause of the error. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 103, which was clarified during baxter's evaluation as a system error 105. It was also reported there was no patient involvement.